Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill alarm on the console. Customer incorrectly hooked the gas line of the catheter directly to the central lumen which caused an autofill alarm on the console. The customer switched consoles and reconnected the tubing properly and initiated support without issues. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was not able to reproduce autofill failure alarm but the iabp did fail the compressor test. The fse replaced the compressor scroll and temperature sensor. The fse then ran functional and safety test. The unit passed and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill alarm on the console. Customer incorrectly hooked the gas line of the catheter directly to the central lumen which caused an autofill alarm on the console. The customer switched consoles and reconnected the tubing properly and initiated support without issues. There was no patient harm.